Event description:
It was reported that a cadd extension set that was being used with a powerloc max safety infusion set to deliver chemotherapy became disconnected at the connector site resulting in a split connection. It was further reported that these two products have previously been used together and the connections were tight, but over the last few months they have experienced several disconnections while receiving infusional 5fu. No patient injury was involved in this incident.